Manufacturer narrative:
DHR was reviewed for main and sub-components and there are no incidents or abnormality indicates regarding to complaint occurrence. No sample has been returned since end user reported that product was not saved for evaluation. End user stated that "the distal 3 cm of the catheter remained within the patient" and then "a snare was then placed through the sheath over the wire in an attempt to remove the retained catheter fragment, however, the attempt was unsuccessful, not radiopaque." Galt manufacturing kit-018-45 that contains int-010-00. This product made from inner dilator and outer dilator. Inner dilator made from pebax 7233 sa01 natural and outer dilator made from marlex 9018 hdpe that physical properties for both dilators are stretchable (not breakable). Galt performed pull test for the tubes of both dilators from the tip to distance about 3-4 cm long that using for kit-018-45. All inspected samples ( both inner and outer ) are stretched. We determined that galt coaxial dilator assembly made with high technique and high medical grade tube materials that all possible none conforming taken as consideration; therefore; galt used purchased tubes that has high flexibility and stretchability to prevent any breakage during operation procedure or resulted life threatened to the patient. The scenario of breakage about 3 cm from distal tip of the dilator might because using excessive insertion force of the dilator over guidewires leads to scratches the tubes from inside part and then multiple attempts of moving guidewires inside the dilator causing breakage the tip of the tube from scratched points or the wires stuck inside the dilator and by using excessive force of insertion for guidance lead to break (cut) the tube from distal tip. Root cause: possible root cause are ( but not limit to) based on information received from the customer and end user ( since no samples returned): - end user used excessive force of insertion of the dilator over the guidewires. - multiple attempts used of insertion guidewires inside the dilator for guidance causing scratches of the tube and cut the tip of the dilator. - another unknown access device been used with sharp edge causing breakage (cut) dilator tubes.

Event description:
End user stated that: during placement of tunneled dialysis catheter, a 21ga micropuncture needle used to obtain access to chosen vein, the needle was exchanged over a wire for a peel away sheath under fluoroscopic guidance. When doing the exchange of the micropuncture catheter for a dilator over the wire, it was noted that the distal 3 cm of the catheter remained within the patient. Fragment not seen under fluoroscopy. A snare was then placed through the sheath over the wire in an attempt to remove the retained catheter fragment, however, the attempt was unsuccessful, not radiopaque.